Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the distributor contacted animas and reported that the patient experienced a hyperglycemic event while on the pump. The pump reportedly was not delivering appropriately even after replacing several infusion sets and cartridges. It was indicated that after the pump was replaced, the issue was resolved. A review of the pump history indicated there was no delivery, settings or programming issues with the pump. There was no additional information regarding the blood glucose (bg) values. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event while using the pump and due to the allegation that the pump was not delivering appropriately. There were no reported bg values.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).